Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the subclavian artery. A 9.0x40x135 cm express ld vascular stent was selected for use. However, after unpacking it was found that the stent had a kink mark. The procedure was completed with a different device. There were no complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: an express ld 12atm. An examination of the crimped stent identified that the proximal and distal end region of the stent was damaged. The stent had been pushed distally over the distal markerband. A visual and tactile examination identified no issues with the balloon material. A visual and tactile examination identified multiple shaft kinks. A visual and tactile examination identified no issues with tip of this device.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the subclavian artery. A 9.0x40x135 cm express ld vascular stent was selected for use. However, after unpacking it was found that the stent had a kink mark. The procedure was completed with a different device. There were no complications reported and the patient was stable. It was further reported that the shaft had a kink mark.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the subclavian artery. A 9.0x40x135 cm express ld vascular stent was selected for use. However, after unpacking it was found that the stent had a kink mark. The procedure was completed with a different device. There were no complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: an express ld 12atm. An examination of the crimped stent identified that the proximal and distal end region of the stent was damaged. The stent had been pushed distally over the distal markerband. A visual and tactile examination identified no issues with the balloon material. A visual and tactile examination identified multiple shaft kinks. A visual and tactile examination identified no issues with tip of this device.